Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection of a loaner set, a stardrive screwdriver shaft was found to be broken. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part# 314.453, lot# l482230, manufacturing location: hagendorf, released to warehouse date: 13july2017. No ncrs were generated during production. Manufacturing record evaluation showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the stardrive screwdriver shaft t8 55mm (part # 314.453 lot # l482230) was returned and received at us cq. A visual inspection was performed. The distal edges of the stardrive tip appear to be malformed. Reported condition not confirmed as the shaft was not broken but defect was identified as deformation on the distal tip. The device failure/defect isidentified. Measured dimensions: the diameter of the returned screwdriver shaft just proximal to the damaged tip measured and is within specification per relevant drawing. Document/specification review: drawing(s) reviewed: (current & manufactured revisions); no issues identified with drawing manufacturing record evaluation: the stardrive screwdriver shaft t8 55mm (part # 314.453 lot # l482230) was manufactured at the hagendorf site on 13-jul-2017. Manufacturing record evaluation showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Conclusion: although the shaft was found to not be broken, the complaint was confirmed due to it being inoperable after damage to the distal tip. The distal tip was observed to be bent and malformed. While no definitive root cause could be determined for the issues, it is possible that the tip was bent and stripped due to repetitive use and/or over torque. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.